Event description:
The customer reported to olympus the image disappeared when viewed from an up-angle. The reported problem was found during preparation for use. The procedure was completed using a similar device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image sensor cable was observed to be kinked in the bending section of the insertion section. In addition, the following non-reportable malfunctions were found during the device evaluation: damage such as scratches and chipping was observed on the distal sheath glue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the kinked image sensor cable likely caused disconnection and short-circuit of the output signal cable, which resulted in the image issue during the angulation operation. The image sensor cable was likely kinked by inserting the endoscope diagnostically to the trocar, or because a stress was applied (such as excessive twisting or bending). Instructions, operation manual describes how to inspect for the subject event in chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ as below: "confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.